Event description:
The user received questionable results for multiple assays from the cobas c501 analyzer. When the erroneous results were discovered, they repeated all samples on the integra 400 analyzer serial number (B)(4). Of the data provided for 19 patient samples, results for three patient samples were discrepant. Patient sample 1 initial total protein generation 2(total protein) result was 7.36 g/dl. The repeat result from the integra 400 analyzer was 8.4 g/dl. Patient sample 2 was from a (B)(6) male patient. The initial ion selective electrode (ise) sodium result was 146mmol/l. The repeat result from the same analyzer was 144 mmol/l. The repeat result from the integra 400 analyzer was 140.1 meq/l. Patient sample 2 initial calcium result was 8.3 mg/dl. The repeat result from the same analyzer was 10.3 mg/dl. The repeat result from the integra 400 analyzer was 9.0 mg/dl. Patient sample 3 was from a (B)(6) male patient. The initial sodium result was 146 mmol/l. The repeat result from the same analyzer was 145 mmol/l. The repeat result from the integra 400 analyzer was 140.0 meq/l. Patient sample 3 initial calcium result was 8.3 mg/dl. The repeat result from the same analyzer was 10.5 mg/dl. The repeat result from the integra 400 analyzer was 9.3 mg/dl. The initial results were reported outside the laboratory to the physician. The results from the integra 400 analyzer were considered to be correct and corrected reports were generated. No patients were treated or harmed due to the erroneous results. The reagent lot numbers and expiration dates for the reagents and electrodes were not provided. The field service representative determined there was a defective sample probe and replaced it. To verify the analyzer operation, he checked all the rinse functions, ran precision testing and the user ran quality control with all results acceptable. The user stated after changing the sample probe, the problem was resolved and they have not experienced any additional erroneous results.